Manufacturer narrative:
This device is not available for testing and evaluation. As per the affiliate, the assumed lot numbers are 15761030, 15804466, 15809761. A device history record (DHR) will be performed on these lot numbers and will be submitted within 30 days upon receipt. The patient's age is in (B)(6).

Event description:
Following use of a 6f exoseal device for vascular closure, it was reported that the patient developed hypotension several hours after the procedure. CT revealed retroperitoneum bleeding. A blood transfusion was conducted. The patient is stable now. The device will not be returned for analysis. The exoseal vcd was used for hemostasis after the treatment of an aneurysm. Femoral artery suitability was verified on angiography. Retrograde approach as used for the procedure. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. The exoseal vcd was inserted into a 6f sheath introducer (fubuki and plug deployment was conducted. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Plug deployment was conducted. Hemostasis was successfully achieved. Several hours post procedure, the patient developed retroperitoneum bleeding. It is unknown how long after plug deployment the bleeding started. It occurred in the same day. The patient¿s act was below 300. It is unknown what the patient¿s activity was when the bleeding started. The blood pressure was unknown. The physician had achieved certification on the use of the exoseal vcd but it is unknown how many times the physician had used the device prior to this case.

Manufacturer narrative:
Complaint conclusion: following use of a 6f exoseal device for vascular closure, it was reported that the patient developed hypotension several hours after the procedure. CT revealed retroperitoneum bleeding. A blood transfusion was conducted. The patient was reported to be in stable condition. The exoseal vcd was used for hemostasis after the treatment of an aneurysm. Femoral artery suitability was verified on angiography. Retrograde approach as used for the procedure. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. The exoseal vcd was inserted into a non-cordis 6f sheath introducer (fubuki) and plug deployment was conducted. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Plug deployment was conducted. Hemostasis was successfully achieved. Several hours post procedure, the patient developed retroperitoneum bleeding. It is unknown how long after plug deployment the bleeding started. It occurred in the same day. The patient¿s act was below 300. It is unknown what the patient¿s activity was when the bleeding started. The blood pressure was unknown. The physician had achieved certification on the use of the exoseal vcd but it is unknown how many times the physician had used the device prior to this case. The product was not returned for analysis. Assumed lot numbers are 15761030, 15804466, and 15809761. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. The safety and effectiveness of the exoseal vcd has not been established in heparinized patients with elevated pre-closure act level: > 250 seconds with gp iib/iiia inhibitor, > 300 seconds without gp iib/iiia inhibitor. Patient and/or pharmacological factors are likely contributing factors to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.